Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information reviewed, the patient morphology/pathology influenced the migration (partial clip movement). The reported tissue damage (mitral valve injury, more thin fragile leaflets) appears to be an effect of the reported migration (partial clip movement). The reported patient effects of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage, partial clip movement and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted thin leaflets. One xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was placed, reducing mr. However, after the clip was deployed, mr had increased, and the clip was moving while on the leaflets. The leaflets seemed fragile and more thin. Although the leaflets were fragile, a decision was made to deploy a second clip to stabilize the partially moved clip. The second clip was deployed central to the first clip. A third clip was placed central lateral to the second clip to further reduce mr. Three clips were deployed, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.